Event description:
It was reported that the patient with the implantable cardioverter defibrillator (ICD) device exhibited pulsing sensation symptoms when laying on the left side. Technical services (ts) reviewed and compared the presenting with the implant and stated that the qrs looked different. Ts stated that it could be actual atrial events falling into refractory and along with avd values, as they were falling into refractory and then atrial and ventricular pacing unnecessarily causing the symptoms. The right atrial (ra) thresholds showed an increase output to 3.0v with intermittently loss of capture (loc). Ts recommended programming options. This ra lead remains in service. No adverse patient effects were reported.